Manufacturer narrative:
(B)(4). Date sent: 9/21/2023. D4: batch#: unk. B3: exact event date unk, entered on (B)(6) 2023 as only the year was provided. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: please provide the time line of events. On (B)(6), morning 8:20am, later early morning friday on (B)(6) patient came and presented asymptomatic tachycardia with nausea that progressed rapidly. Said looked like he was hemorrhaging acutely and quickly and it was confirmed on the scan. They went back in and did a gastronomy and irrigated the clot. They pulled out 15 mil of blood in the gastric remnant. Also noticed a clot in the jj anastomosis. They had to removed the clot in the original jj and had to reduce it. Patient doing better today. Does have pancreatitis which the surgeon believe it triggered by the her triglycerides and coupled with the bleeding and abstraction. Was the bleeding found to be intraluminal or intra-abdominal? Intraluminal within the gastric remnant. Used two clips on gastric pouch. No sevier bleeding identified. Were there issues with the device during use of staple malformation? Assuming that there was. No visible staple malformation. Noticed that there was no problems with the device. What color cartridges were used to create the pouch? First fire was blue, had three to four additional firing that were white reloads. How the gastrojejunostomy created? In the stomach he used the a harmonic scalpel and then he hand sewed it together. How was the bleeding identified and how was it medically addressed? Bleeding was identified by the scan, he went back in laparoscopically and noticed a major blood clot and created another ostomy and then he over sewed the staple line on the gastric remnant. He used a suction irrigator to suction out 15 mill of blood. Then he went in to removed the clot at the jj anastomosis site.

Event description:
It was reported that after an unk procedure, patient came back complaining of nausea, sickness. Had found blood clot around procedure area and gastric revenant where extra bleeding occurred. No further details were provided.